Event description:
Positive/equivocal advia centaur cp rubella g results were obtained for samples from ten patients during a correlation study with an alternate method. Nine patient samples were positive and one patient sample was equivocal in comparison to the negative results of the alternate method. Patient results were not released. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g result.

Manufacturer narrative:
The cause for the discordant rubella g result is unknown. The patient samples have been requested for further investigation. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the intended use section: "warning: the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer."

Manufacturer narrative:
(B)(4). On (B)(4) 2013 additional information: the customer sent samples from four patients to siemens healthcare diagnostics for further testing. The patient samples were tested by western blot and all the results were positive. The western blot testing supports the presence of antibodies to rubella g and supports the positive response obtained by the advia centaur cp.